Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient saw a power on reset (por) error code. No patient symptoms were reported. Relevant medical history includes spinal pain. The rep. Met with the patient on (B)(6) and interrogated the implantable neurostimulator (ins) indicating some sort of por had occurred. The rep. Reset the patient's stimulator to match the clinician programmer's time and date. An impedance check was performed which showed all electrodes were within normal limits. Each group/program was run through and the patient was getting their normal stimulation when using each of their groups. When the rep. Explained to the patient what might possibly cause a por she did state a week prior to noticing the por message she had several medical tests/studies done including: a CT, bone density scan, and an ultrasound performed all on the same day. Then a few days after that she entered a building that required a security person to hand wand her with some sort of metal detecting device. The rep. And patient suspected one of those events possibly caused her to encounter a por on her device. Relevant medical history includes spinal pain.